Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the device and replaced the tsi flow sensor,exhalation module and performed 30k preventive maintenance on the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the fails the circuit test, and displays failed flow during annual checkout. The reporter confirmed that there is no patient involvement associated on this event.